Event description:
It was reported that the user experienced an occlusion while using an ilet system with a 6 mm, 23 inch steel infusion set and connector lot number 35095. They received an "unable to proceed" message during a supply change related to the occlusion, and then successfully completed the supply change by replacing only the connector, after which the occlusion resolved. Symptoms included hyperglycemia with a reported glucose of 353 mg/dl without symptoms. Outcomes included no reported hospitalization and resolution after supply replacement. Investigation included troubleshooting and education provided by support, review of device use and supply change steps, and confirmation that replacing the connector resolved the issue. Investigation of this case revealed an insulin delivery occlusion associated with the connector component, consistent with a component-related obstruction that was cleared by connector replacement. It was concluded, based on previously established findings for similar reports, that the cause was a component-related occlusion of insulin flow that was mitigated by replacing the affected connector.